Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that damaged ophthalmic tip broken and crooked before the procedure. The surgery was completed on the same day. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.6. And h.11. One opened phacoemulsification tip in a wrench, taped to a paper with a label attached was received. Sample was visually inspected and found to be nonconforming. Phaco broken at aspiration bypass (ab) hole, breakage is very jagged and scratches on cannula observed near broken area. Cannula was bent below cone to cannula transition area. Wall thickness is even. Wear observed on threads, back of flange, and scratches cone corners. Consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspections do not show any manufacturing issues that would cause the broken phaco tip. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the phaco tip bent; therefore, a bent phaco tip was confirmed; however, how and when the phaco tip became bent could not be determined. Most likely root cause is handling during placement of the phaco tip onto the handpiece. The exact root cause for the broken and bent phaco tip is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any non-conformance, such as the broken phaco tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).